Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2006 the patient presented with an admission diagnosis of lumbar spondylolisthesis, lumbar radiculopathy, and mechanical back pain. He underwent surgery which included an l5-s1 laminectomy, bilateral facetectomies, bilateral foraminotomies, nerve root and thecal sac decompression followed by an l5 through s1 posterolateral arthrodesis and instrumentation using locally harvested bone graft, allograft, bmp, and pedicle screws. Per the operative report"...attention was then turned to the interspace at l5-s1 where the annulus was incised using a 15 scalpel blade. All visible disk material was removed. An implex graft was then placed in the interspace after having been packed with allograft and locally harvested bone graft using the xmplex system under direct visualization and fluoroscopic guidance, good positioning of the interbody graft was verified on intraoperative x-rays. ..."no complications were noted. On (B)(6) 2006 the patient was discharged from the hospital. On (B)(6) 2006 in a post op follow-up the patient reported "complete resolution of his lumbar radiculopathy except for occasional tingling in his left lower extremities." (B)(6) 2006 the patient reported experiencing lower back pain after he twisted while lying in bed, and occasional buttock pain which radiates to his left calf with prolonged sitting. He also reported some numbness in his left three middle toes. Per the doctors notes "review of his plain films of his lumbar spine reveal good positioning of his instrumentation, evidence of early fusion." On (B)(6) 2006 the patient presented in a post op follow-up complaints of some left buttock pain that occasionally radiates to his left calf. On (B)(6) 2007 the patient presented lower back pain and pain in both his feet worsening on activity. He also noted left buttock pain and numbness in his left anterior thigh. Per the doctors notes "review of ap, lateral, and flexion-extension studies of his lumbar spine reveal good positioning of his instrumentation and evidence of a solid fusion." On (B)(6) 2007 the patient presented diffuse achy pain in his lower back with occasional pain that radiates to into his groin and which increases with activity. He complained of left buttocks pain, left posterior thigh, and calf pain; also occasional numbness in the sole of his left foot. Per the doctors notes "review of emg and nerve conduction studies of his left lower extremity reveal no evidence of radiculopathy. Review of the CT myelogram of his lumbar spine reveal no changes in the l3-4 disc protrusion. There is good positioning of his instrumentation and evidence of good decompression." On (B)(6) 2007 the patient presented intermittent low back pain, radiating down his left buttock and into his thigh and calf as far as the foot. On (B)(6) 2007 the patient presented back pain. A lumbar spine CT was performed which demonstrated : "moderate central canal stenosis at l3-4 due to broad-based posterior disc bulge/protrusion and degenerative facet hypertrophy. Posterior ligamentous hypertrophy likely contributes. There is no significant foraminal stenosis suggested however; mild discogenic disease and disc space narrowing at l4-5. Mild overall canal narrowing as above; degenerative facet disease; preserved alignment of the lumbar spine. Orientation of l5 and s1 appear similar to the prior plain films; bilateral foraminal narrowing at l5-s1 due to endplate spur and facet change, the intervertebral disc space and canal at this level is unfortunately not well evaluated due to a streak artifact.." On (B)(6) 2007 the patient complained of ongoing lower back pain, numbness and tingling in his left great toe and occasionally in his right; cramping in his calves bilaterally; and neck stiffness. He also complained that he develops weakness in the left thigh and knee with increased ambulation. On (B)(6) 2007 an ap and lumbar spine x-ray was taken which demonstrated "lumbar fusion was performed at l5-s1. Pedicle screws are present at these levels. There is a disc implant at l5-s1. Flexion and extension views demonstrate no subluxations. Hardware remains in good position." On (B)(6) 2007 the patient underwent a lumbar myelogram with a post lumbar spine CT. The impression was reported as "status post l5/s1 posterior fusion. Hardware appears uncomplicated and unchanged; broad-based disc bulge with probable superimposed small central protrusion l3-l4 slightly progressed compared with myelogram (B)(6) 2007; new with mild to moderate central canal narrowing. No impingement on existing or descending nerve roots." On (B)(6) 2007 the patient presented difficulty urinating and pain from the buttocks to the sole of his left foot. On (B)(6) 2007 the patient had a ncs and emg performed which showed "no evidence of plexopathy, neuropathy, or myopathy is noted.....active denervation is not seen. There is clinical evidence of stenosis involving the l3-4 nerve roots bilaterally and a recent myelogram and CT reveled narrowing of the canal at l3-l4 to 7mm... Chronic, left s1-l5 radiculopathy." On (B)(6) 2007 the patient underwent a discogram after which a lumbar spine CT was performed which demonstrated" ... At l3/l4 posterior passage of contrast posteriorly into subligamentous position is presumable indicative of an annular tear. At l4/l5 passage of contrast posteriorly indicates disc degeneration..." On (B)(6) 2007 the patient presented worsening lower back pain with radiation into his left extremity and numbness and cramping in his lower extremities. Per the doctors notes "review of a CT myelogram of his lumbar spine reveals at the l3-4 level, there is a broad-based disc bulge which is predominantly central. Ap diameter of the central canal measures 7 mm. At the l4-5 level, there is mild disc bulge. There is no change with flexion- extension. Review of emg/nerve conduction studies of his lower extremities reveals denervation potentials noted in the muscle supplied by the s1 greater than l5 nerve roots on the left side consistent with chronic denervation. There is no evidence of plexopathy, neuropathy, or myelopathy as ... .. Review of a lumbar discogram reveals evidence of severe concordant pain at the l3-4 level and evidence of severe concordant pain at the l4-5 level." On (B)(6) 2008 the patient presented recurrent lumbar radiculopathy, discogenic back pain, and mechanical back pain. He underwent surgery that included re-exploration with removal of rods and connectors at the l5-s1 level; l3, l4 laminectomies, bilateral facetectomies, nerve root and thecal sac decompression; followed by l3 through s1 posterolateral arthrodesis and instrumentation. The left s1 pedicle screw was replaced. No complications were noted. On (B)(6) 2008 the patient was discharged from hospital. On (B)(6) 2008 the patient complained of numbness in his third, fourth, and fifth toes of his left foot as well as occasionally in his right foot. The numbness is worse with prolonged standing. On (B)(6) 2008 the patient complained of ongoing lower back pain and depression. Per the doctors notes "review of the flexion-extension studies of his lumbar spine reveal good positioning of his instrumentation and evidence of solid fusion." On (B)(6) 2008 the patient complained of fasciculation's in his lower left extremity and pain in his lower back if he stands or sits for any prolonged time. On (B)(6) 2008 the patient presented pain in his lumbar spine. He received a caudal epidural injection - no complications were noted. On (B)(6) 2008 the patient presented post laminectomy syndrome, lumbar spondylosis, lumbosacral/ thoracic neuritis, lower back pain and extremity pain. On (B)(6) 2008 the "patient presented neck pain and had a cervical spine CT performed which demonstrated "no significant degeneration seen in the cervical spine. No acute osseous abnormality is detected." On (B)(6) 2007 the patient presented difficulty urinating and pain from the buttocks to the sole of his left foot. On (B)(6) 2008 the patient presented pain in his lumbar spine. He received an epidural injection - no complications were noted. On (B)(6) 2009 the patient presented scarolitis and low back pain. A s1 epidural joint injection was given. On (B)(6) 2009 the patient presented neck pain and had a cervical spine CT performed which demonstrated "no significant degeneration seen in the cervical spine. No acute osscous abnormality is detected. On (B)(6) 2009 the patient presented lower back pain. On (B)(6) 2009 the patient received a toradol injection. On (B)(6) 2009 the patient presented difficulty urinating and pain from the buttocks to the sole of his left foot. On (B)(6) 2009 and (B)(6) 2010 the patient presented lower back, buttocks, and left leg pain. The patient occasionally reported right forearm pain. On (B)(6) 2010 the patient presented pain in his lumbar spine and left leg. A caudal epidural injection was performed followed by a MRI - no complications were noted. On (B)(6) 2010 the patient presented pain in his lumbar spine, bilateral legs, and increased palpation; post laminectomy syndrome, lumbar spondylosis, and lumbosacral / thoracic neuritis. A caudal epidural injection was performed -no complications were noted. On (B)(6) 2010 the patient presented lower back, pelvis, buttocks, and left leg pain. The patient occasionally received a caudal epidural injection -no complications were noted. On (B)(6) 2011 a lumbar spine CT scan which demonstrated "status post extension of previous fusion now l3-s1 with laminectomies l3-s1. No hardware complications. Moderate amount of streak artifact from the disc spacing blocks at l5/s 1. No focal disc pathology but mild narrowing of the central canal at l2/l3 secondary to facet hypertrophic changes and ligamentum flavum thickening; no significant central canal stenosis at any other level. There is mild narrowing of the left neural foramen at l4/ls without definite nerve rook impingement. Similarly, up to mild to moderate bilateral foramina narrowing at l5/s1 but no nerve root impingement." Thoracic spine CT was performed which showed "... There is no focal high-grade central canal stenosis or significant disc pathology in the thoracic spine. In the region of the patients indicated discomfort there is moderate appearing degenerative change at the left costo vertebral joint at t11" also noted were "multiple chronic appearing small schmorl's nodes." A thoracic myelogram was performed which showed l3-s1 posterior lateral fusion, with two interbody metal devices at the l5/s1 disc space. There is mild waist like deformity at the l4-l5 vertebral body, with encroachment at the central canal; l4 nerve root sheaths appear to fill with contrast, the bilateral l5 nerve root sheaths have some encroachment and there is decreased filling seen bilaterally. However, some contrast does appear to fill the nerve root sheaths proximally. The s1 nerve roots are not well seen due to overlapping hardware." On (B)(6) 2011 the patient presented lower back pain, post laminectomy syndrome, degenerative disc disease (lumbar), and lumbosacral / thoracic neuritis. The patient underwent a nerve conduction study (emg and ncv) which demonstrated "evidence of acute and chronic denervation with reinnervation changes in the bilateral l5-s1 innervated muscles, suggestive f bilateral radiculopathy with ongoing denervation. The patient also underwent a caudal epidural injection - no complications were noted. On (B)(6) 2011 the patient presented thoracic and lumbar back pain with the inability to sit for longer than 5 minutes at a time and was placed on "no duty" status starting (B)(6) 2011. On (B)(6) 2011 the patient underwent a lumbar spine CT which demonstrated "status post fusion l3 through s1. No change in alignment with flexion and extension. On (B)(6) 2011 the patient presented lower and mid back pain and left leg pain. On (B)(6) 2011 it was reported that the patient was on restricted duty. Per a handwritten note at the top of the page the patient "returned to work on (B)(6) 2011". On (B)(6) 2011 the patient presented lower back, left calf, and occasional diffuse pelvic ache. Also the patient complained of difficulty standing for prolonged periods of time. On (B)(6) 2011 the patient complained the mid to lower back were stiff and sore. On (B)(6) 2011 the patient complained of a stiff lower and middle neck,back pain radiating down both legs, and tingling in arms and hands. On (B)(6) 2011 in a letter from the patients doctor it was stated that the patient is "permanently disabled from performing any gainful employment." On (B)(6) 2012 the patient presented chronic back pain radiating down the left leg; depression, anxiety, and difficulty urinating. On (B)(6) 2012 in a pain management ov, the patient presented chronic severe pain involving the dorsal lumbar spine radiating to the left posterior thigh, calf and into the sole of the foot and muscle spasms. The patient also presented depression, anxiety, trouble initiating and maintaining sleep, urinary retention, hyperglycemia, decreased rom, vitamin d deficiency, and anemia. On (B)(6) 2013 in a pain management ov, the patient presented chronic low back and left leg pain the patient also has trouble initiating and maintaining sleep and showed signs of hypogonadism. On (B)(6) 2013 in a pain management ov, the patient presented chronic severe pain involving the dorsal lumbar spine radiating to the left posterior thigh, calf and into the sole of the foot. The patient also has depression, anxiety, trouble initiating and maintaining sleep. On (B)(6) 2013 in a pain management ov, the patient presented chronic low back , left leg pain, increased leg weakness when standing, decreased rom, anxiety and occasional depression. Per the doctor's notes "he suffers from a post lumbar laminectomy pain syndrome with clinical evidence of radiculopathy." On (B)(6) 2013, per the patient's update to the attorney, he was started on testosterone injections for low testosterone levels. The attorney additionally reports bone masses/tumors on (B)(6) 2007 and pain and swelling at the implant on (B)(6) 2006.